Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 4.00 x 32mm stent delivery system was returned for analysis. An examination of the crimped stent revealed damage. Proximal strut rows 1-5 were damaged with struts lifted and bunched. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the results was within specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed a hypotube break at approximately 240mm distal to the distal end of the strain relief. There were multiple hypotube kinks noted. An examination of the shaft polymer extrusion revealed an inner/outer shaft polymer extrusion kink on the distal side of the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 97% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After a non-bsc guide wire was crossed and pre-dilatation with a 1.00 x 13mm non-bsc balloon catheter, a 4.00 x 32mm synergy drug-eluting stent was advanced but failed to cross the lesion after three attempts due to angulation. The physician then decided to do coronary artery bypass graft instead. No complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.